Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer generated erroneously high triglyceride (tg) results for two (2) patient samples, one (1) of which was reported out of the laboratory. In addition, the instrument also generated one suppressed bl abs hi tg result on a third patient sample. The samples were rerun on an alternate dxc instrument and yielded results within normal range which were considered correct. The customer amended the result before the physician reviewed the first reported result. Prior to running the first patient sample, level 2 controls failed (shifted low). The customer reran calibration and quality control (qc) and the results were acceptable. When the second patient sample generated an erroneous result, the customer proceeded to clean the cartridge chemistry (cc) sample probe and then later replaced the probe, and reran the sample which still recovered high. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Quality control (qc) was run prior to and after the event. The instrument generated on high qc result. Upon repeat qc was within acceptable range. Sample collection and method of analysis was not provided by the customer. A bec fse was dispatched to evaluate the instrument. The fse found it was a carryover issue from the probes. The fse cleaned the probe and replaced all wash collars and mixer paddles. A definitive failure mode was not confirmed. Multiple hardware components were replaced, any of which could have caused or contributed to the event.